Event description:
It was reported that the battery was faulty. The event led to hospitalization and intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.